Event description:
It was reported that during the removal of a left ankle nail the doctor though that the compression screw for the lag screw was not tighten enough. Over time the lag screw backed out and the patient collapsed. Patient was revised with biologics.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The compression screw was classified as primary product. All other implants are associated products and will be not considered in the investigation summery. The implants are not available, furthermore the product details (catalog numbers and lot codes) were not provided. Therefore an investigation of the products themselves and a review of the DHR were not possible. Based on the returned x-rays the assumption of the surgeon is correct: the distal screw inserted in the distal long hole of the nail was not compressed. It is possible that fracture parts of the bone had micro movement and maybe caused the broken screw in the most distal nail hole due to several axial loads. Patient conditions and/or mobilization could have also contributed to the issue. A more precise evaluation was not possible due to missing products and information. No discrepancies were detected during risk analysis review. Device not returned.

Event description:
It was reported that during the removal of a left ankle nail the doctor though that the compression screw for the lag screw was not tighten enough. Over time the lag screw backed out and the patient collapsed. Patient was revised with biologics.

Manufacturer narrative:
Device will not be returned. If the device or additional becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.